Manufacturer narrative:
B3, d10: the event occurred on an unspecified date in 2024; further described as "over the last month." The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked when connected to the solution bag. This occurred before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.